Event description:
On (B)(6) 2017 a patient in switzerland underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube and a jejunal (peg-j) tube on (B)(6) 2017.

Manufacturer narrative:
Reference record (B)(4).

Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of (B)(4). The y-adaptor and 2 sections of j-tubing were returned. A visual inspection was performed. A bezoar was observed at the end of the j-tubing, covering the pig tail. The bezoar was a solid three-dimensional mass of fibrous material. No apparent damage was observed to the visible portions of the j tubing. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017, a patient in switzerland underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube and a jejunal (peg-j) tube on (B)(6) 2017. On (B)(6) 2019 a new pej tube was placed due to the old pej tube protrudes only 10 cm from the stoma and slips repeatedly. The stoma site was painless but slightly red and hard at incision site. Upon removal it was noted the old pej tube had a large bezoar at the tip.